Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was located in the right upper lobe. According to the physician, a retrospective review of the pre-procedure CT scan revealed that a small pneumothorax was already present prior to any biopsy being performed. During the procedure, the pneumothorax increased in size which the physician attributed to anesthesia, likely in the setting of a positive end-expiratory pressure (peep) of 10. A chest tube was placed, after which the physician was able to proceed and complete the case as planned. The patient remained asymptomatic and the pneumothorax resolved. The patient was subsequently discharged after being hospitalized for one day. No device issue or malfunction was associated with the event.